Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and cholecystectomy ('gallbladder removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced abdominal pain ("worst pain"), nausea ("nauseous"), dry skin ("I developed barnacles(patches non stop dry skin) on my nipples") and pruritus ("it itches so bad"). The patient was treated with surgery (gallbladder removed and essure removal). At the time of the report, the medical device removal, cholecystectomy, abdominal pain, nausea, dry skin and pruritus outcome was unknown. The reporter considered abdominal pain, cholecystectomy, dry skin, medical device removal, nausea and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events added: it itches so bad, I developed barnacles(patches non stop dry skin) on my nipples. Reporters was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), cholecystectomy ('gallbladder removed') and uterine perforation ('one of essure implants almost pierced through uterus and tube') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced abdominal pain ("worst pain"), nausea ("nauseous"), dry skin ("I developed barnacles(patches non stop dry skin) on my nipples"), pruritus ("it itches so bad") and uterine perforation (seriousness criterion medically significant). The patient was treated with surgery (gallbladder removed and essure removal/total hysterectomy). Essure (ess205) was removed in (B)(6)2015. At the time of the report, the medical device removal, cholecystectomy, abdominal pain, nausea, dry skin, pruritus and uterine perforation outcome was unknown. The reporter considered abdominal pain, cholecystectomy, dry skin, medical device removal, nausea, pruritus and uterine perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New adverse event added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and cholecystectomy ('gallbladder removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced abdominal pain ("worst pain") and nausea ("nauseous"). The patient was treated with surgery (gallbladder removed and essure removal). At the time of the report, the medical device removal, cholecystectomy, abdominal pain and nausea outcome was unknown. The reporter considered abdominal pain, cholecystectomy, medical device removal and nausea to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: , abdominal pain , cholecystectomy , nauseous. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: newly added events- pain nos, nauseous, reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and cholecystectomy ('gallbladder removed') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy (seriousness criterion medically significant) and experienced abdominal pain ("worst pain"), nausea ("nauseous"), dry skin ("I devloped barnacles(patches non stop dry skin) on my nipples") and pruritus ("it itches so bad"). The patient was treated with surgery (gallbladder removed and essure removal/total hysterectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the medical device removal, cholecystectomy, abdominal pain, nausea, dry skin and pruritus outcome was unknown. The reporter considered abdominal pain, cholecystectomy, dry skin, medical device removal, nausea and pruritus to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Essure suspect drug coding updated from essure305 to essure205. Essure insertion and removal date added. Reported added. On 20-mar-2020: on 20-mar-2020: on 20-mar-2020: on 23-mar-2020: information received via social media: reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.